Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 382 mg/dl. No bg meter reading was taken at this time. The patient self-treated by giving himself insulin for the high cgm readings. The patient then began feeling nauseated and ¿kind of delirious¿. At an unspecified time after, the patient¿s wife (who is a nurse) came home and tested the patient¿s bg meter reading, which was 42 mg/dl. No cgm comparison value was provided at this time. The patient¿s wife treated the patient with ¿sugar pills¿, a twix bar, and a glass of milk. The patient recovered after treatment. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid. No additional patient or event information is available.